Event description:
Pt admitted in congestive heart failure. Pt was found to have severe mitral valve stenosis. Pt was taken to surgery for mitral valve replacement. The valve was replaced and sewn in place. An attempt was made to manipulate the leaflets with the rubber-shod instrument. A slight hesitancy was found in the movement of the medial leaflet. An attempt was made to rotate the valve to improve the motion. This could not be done with the valve rotator because it would not fit at the correct angle. A rubber-shod right angle was used to rotate the valve. One of the leaflets shattered. All of the pieces were unable to be accounted for. There have been no further complications noted with the pt. Pt noted to have right facial palsy and expressive and receptive aphoria. Pt had left cva. Speech therapy and heparin protocal initiated. Pt discharged on 8/9/00.